Event description:
Patient appears to have noise on both the rv and far field channels on the hm rv lead monitoring episode. Patient to be evaluated further. Lead impedance and shock impedance in range. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.